Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom femoral component 54 code t on the left side on (B)(6) 2005. Due to periprosthetic fracture, the patient underwent revision surgery on (B)(6) 2006.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).